Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when disconnecting from the plasma fistula needle, bd vacutainer® multiple sample luer adapter snapped off in the middle. Two occurrences were reported. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. Therefore, 10 retain samples underwent visual inspection for all hub defects, and all samples passed testing without any evidence of damage to the hubs or breakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: breaks off. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when disconnecting from the plasma fistula needle, bd vacutainer® multiple sample luer adapter snapped off in the middle. Two occurrences were reported. No adverse impact was reported regarding the patient or user.